Manufacturer narrative:
The device was received and analyzed. An incoming visual inspection showed no anomalies. Subsequently the memory content of the ICD was inspected, showing a normal device function while implanted and in service. The battery status was bos and two charging cycles were documented. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Test leads could be properly inserted and advanced within the header bores of the ICD. There was no indication of a material or manufacturing problem. In addition, the manufacturing process for this particular device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the header of the device did not show any deviations. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was explanted and replaced during a pocket revision. Home monitoring showed no rv capture and an xray confirmed the rv lead was not past the connector block. Physician requested new device after multiple attempts to push pin past connector block. New device was implanted and connected well. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
At the request of FDA, submitting an initial report. A supplemental report was submitted first by mistake. The device was received and analyzed. An incoming visual inspection showed no anomalies. Subsequently the memory content of the ICD was inspected, showing a normal device function while implanted and in service. The battery status was bos and two charging cycles were documented. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Test leads could be properly inserted and advanced within the header bores of the ICD. There was no indication of a material or manufacturing problem. In addition, the manufacturing process for this particular device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the header of the device did not show any deviations. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was explanted and replaced during a pocket revision. Home monitoring showed no rv capture and an xray confirmed the rv lead was not past the connector block. Physician requested new device after multiple attempts to push pin past connector block. New device was implanted and connected well. No adverse patient events were reported. Should additional information become available, this file will be updated. At the request of FDA, submitting an initial report. A supplemental report was submitted first by mistake.